Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test with values of 25. 63, 24. 85, and 26. 25 psi (normal is 7-19 psi). . This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device failed downstream occlusion test with values of 25.63, 24.85, and 26.25 psi (normal is 7-19 psi)" was not reproduced. Evaluation sent the device for downstream occlusion testing on the flow lines and passed with no discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.